Event description:
A technician reports a patient with an unplanned clinical outcome in the right eye, after lasik surgery. Information provided reflects an over-correction, and a one line decrease in bcva postoperatively. Patient records received show that the measured preoperative cylinder axis value was different from the cylinder axis value entered by the user, at the laser for treatment. Case was noted to have undergone a lasik enhancement procedure.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional reportable information becomes available. (B)(4).